Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unk procedure, the staple malformed after firing. Another like device was used. There was no pt consequence.